Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The night before the customer's blood glucose level was 400 mg/dl. They changed the infusion set and her blood glucose level came down. The buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
(B)(4). There was no button error alarm noted during testing. Unit had unresponsive act button due to corroded keypad traces. The insulin pump was unable to perform any performance tests due to unresponsive button. The device had a minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.